Event description:
The customer contact reported holes in soluset; subsequently a leak was noted. The tubing set was to be used to deliver an unspecified volume of an unspecified medication. During priming of the tubing set, an unspecified volume of solution leaked from holes that were noted between the upper lid of the soluset and the cylinder of the soluset of the tubing set. No specific details were provided. The tubing set was replaced and the therapy was initiated. Though requested, no additional information was provided.

Manufacturer narrative:
The customer contact indicated the device was discarded. During the investigation, no possible causes for the customer reported leak were identified. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. The catalog number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number listed in the "other" field. (B)(4). This report represents all the information known by the reporter upon query by hospira personnel.